Event description:
The customer reported that the driver block on the lead screw is loose. Troubleshooting was performed. The device tested ok. Later, the customer called back and stated that a metal piece fell out of the driver nut assembly.

Manufacturer narrative:
Device was rec'd with missing e-clip on the driver block. In addition, a full segment display occurred during analysis due to broken solder joint at the key pad flex contact. The pump also had missing segments due to open heat bond of zebra connector on the long side of the lcd.